Manufacturer narrative:
The mcs instrument nor the mcs tip cover accessory have been returned to isi for failure analysis. Therefore, the root cause of the customer reported failure cannot be determined. A follow up MDR will be submitted if additional information is received and/or if the instrument or accessory are returned. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, a hole was observed on the mcs tip cover accessory indicative of possible arcing. Although, no patient harm was reported, the root cause of the customer reported failure is unknown.

Event description:
It was reported that during a da vinci-assisted total malignant hysterectomy surgical procedure, the monopolar curved scissor (mcs) instrument arced. The customer removed the instrument and took the mcs tip cover accessory (sheath) off the instrument for examination. They found a small hole in the mcs tip cover accessory (sheath). The customer replaced the mcs tip cover accessory (sheath) and continued with the case. There was no report of patient ham, adverse outcome or injury.